Event description:
Reporting status: serious injury/hospitalization/ medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that a xience stent was implanted in the proximal cx after pre-dilation in 2008. Approximately four months later, the patient experienced chest pain or angina equivalent. Date of diagnostic angiography due to adverse event was four months later. Revascularization was performed on the lesion in the 2nd of mar with a xience v otw. No additional event or patient information is available.

Manufacturer narrative:
.